Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 120 mg/dl.